Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed (0.21 vdc). (B)(4) bluetooth pairing test/download was performed and failed due to incomplete. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.